Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple occlusion alarms while performing the load process. The customer's blood glucose level was reported as high as 600 mg/dl. Prior to calling tandem technical support, the customer performed a system check and did not observe any insulin drops coming from the tubing or cartridge. The customer had also changed the supplies.